Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their meter remote encountered an error 1 message when attempting to remotely bolus. This complaint is being reported because it was not resolved at the time of troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 01/28/2014. Device evaluation: the meter has been returned and was evaluated on 01/15/2014 with the following findings: an error code: 1 was observed in the meter history. The meter was paired successfully with the pump. Boluses were executed using the meter remote with no errors occurring. Upon inspection, there was evidence of moisture damage observed inside the meter. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.